Manufacturer narrative:
Additional information: d10, h3, h6 the reported event of inability to connect to the device could not be confirmed. Final analysis found the complete lead was returned in one piece measuring 58.9 cm. Dimensional analysis was performed and the connector pin was found to be within specifications. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for a pacemaker implant procedure. During the procedure, the right ventricular lead was tested on the pacing system analyzer (psa) and found to have optimum parameters. The lead was connected to the pacemaker and the incision was closed. However, loss of pacing was observed after the lead was connected to the device. The physician suspected this was a pacemaker malfunction since the lead exhibited normal parameters on the psa. The physician then reopened the incision and removed the implanted device. The physician was unable to insert the lead to the new replacement pacemaker and elected to also replace the right ventricular lead. A new pacemaker and lead were successfully implanted with all normal parameters. The patient was reported to be in stable condition.